Event description:
The radiofrequency (rf) head was also returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the radiofrequency (rf) head cable was very twisted and the device failed all uplink amplitude tests. There was also no telemetry when this rf head was used. It was also noted that the label was missing its rubber backing.